Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) inspected the device and confirmed the reported issue. The cse replaced the exhalation filter to resolve the issue. The ventilator passed all performance testing according to manufacturer specifications.

Event description:
Covidien received information stating that during patient use, an 840 ventilator experienced a severe occlusion alarm which caused it to stop cycling. The patient was removed from the device and placed on an alternate ventilator. There is no report of serious injury or death associated with this report.